Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the m/s that the spike broke off inside the IV fluid bag. There was no patient impact.

Manufacturer narrative:
Cont'd from d.11: 1000ml b braun bag lot j9l228 exp 03/22, lactated ringer's injection, therapy date unk. Additional information provided: d.10, & h.6. (Patient code). ***************************************************************** the customer's report that the spike broke off inside the IV fluid bag was confirmed. Visual inspection of the sets noted he spike tip of the drip chamber was broken off and the broken off spike tip piece was lodged within the infusion bag port. The infusion bag's port opening was noted to be very firm and rigid with minimal flexibility. No other anomalies was observed. Functional testing was deemed unnecessary due to the breakage. The plastic deformation and rougher/jagged surface are evidence of a ductile fracture while a brittle fracture tends to be characterized by a cleaner break and minimal deformation of the plastic. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported from the m/s that the spike broke off inside the IV fluid bag. It was further confirmed during follow up, that there was no patient involvement and subsequently; no patient harm or impact as a result of this event.